Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support. While on support, labs were hemolyzed. Education was provided on optimal pump position. Blood units and fresh frozen plasma were given for hemoglobin 4. Heparin was stopped. The family decided on comfort care for the patient. Therefore, care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the hemolysis has been completed. The clinical details stated that there were suction and positioning alarms occurring at the time of the hemolysis. The patient was low in volume and was also on an impella rp flex. Data logs were reviewed which showed there were no indicative motor current spikes or a trend in the placement signal. Due to lack of product returned, the root cause of the hemolysis could not be determined. B.2 revised date of patient death as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-21747. D.9 revised since the initial manufacturer device report number 1220648-2024-21747 was submitted as the pump with serial number (B)(6) was returned and not the pump in this report with serial number (B)(6). H.6 product was not returned was added since the initial manufacturer device report number 1220648-2024-21747 was submitted as the pump reported in this report was not returned as a different pump was returned. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-21747 was submitted.